Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d), a defibrillation lead and an epicardial pacing lead were returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately four months post the device system implant.

Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d), a defibrillation lead and an epicardial pacing lead were returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately four months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Evaluation summary: (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The distal conductor was fractured (overstress), and the outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. (B)(4): the device was returned to the manufacturer and analyzed. The device experienced normal depletion, and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The distal conductor was fractured (overstress), and the outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage.